Event description:
Pt had midline catheter inserted on 9/5/97. Pt had vancomycin infusion on 9/6/97. Nurse went to flush after the infusion and noted that the infusion went underneath the dressing, not through the catheter. The nurse noticed that upon removal of the dressing, the catheter broke approx. 1/2" from the hub. The remaining catheter piece (app. 7 and 1/2") was thought to still be in the pt. Pt was transferred from the nursing home where she was at, to a hospital. X-rays were performed, and the physician thought the catheter was seen in the pulmonary system. The pt was then transferred to a larger teaching hospital for a heart cath and bronchoscopy. The catheter was not found. Pt was discharged back to the nursing home.